Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 268 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: "disconnect your infusion set from your body while on high-speed/high gravity amusement park thrill rides. Rapid changes in altitude or gravity can affect insulin delivery and cause injury."